Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline was discovered to have migrated approximately 15mm six months post successful embolization procedure. There were no patient symptoms associated with the event and the physician is choosing not to retreat the patient at this time. It was noted that the device was sized appropriately at the time of the initial implant, even though the procedure was off label (implanting in acom). Also, some side branches were covered by the pipeline in the a3 segment. The patient was undergoing embolization treatment of an unruptured fusiform aneurysm measuring 4mm x 4mm located in the anterior communicating artery: a2-a3 junction. The distal and proximal landing zone were unknown. The patient¿s vasculature was moderate in tortuosity. Patient was on dual antiplatelet therapy.